Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra smart meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on march 5, 2009 to obtain additional information included below: the patient said she takes one pill each of metformin and glyburide every morning. She also takes prednisone for arthritis. Her doctor has advised her to take novolog insulin 6 to 8 units if her blood sugar reading is in the 200's or higher. She said she does not have to take novolog every day. The patient told the mss she obtained readings of 251 mg/dl on the reported meter and 147 mg/dl on her other meter in back to back tests first thing when she woke in the morning. She took her usual oral medications and ate as usual. In the evening after dinner, she said she received an elevated reading (in the 300 range) on the reported meter. She did not test with her other meter, but took 6 units of novolog insulin based on the elevated reading. Within one hour, she reportedly felt shaky and nauseated. She said she recognized the feeling as low blood sugar. She tested with the reported product and obtained a reading of 111 mg/dl, which she thought was inaccurately high. She said she had received readings of 33 and 56 mg/dl in the past when she had such symptoms. She treated herself with something to eat and felt better. The cca was unable to walk the patient through a control solution test because the control solution was expired. The patient's products were replaced. This complaint is reported because the patient alleges she experienced nausea and shaking after taking insulin based on an inaccurately high reading on the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.